Event description:
Doctor performed a procedure on the patient utilizing a stryker navigation system. In 2007, the patient developed a femoral fracture which the doctor alleges the stryker navigation pins may have contributed to. Due to this fracture, the surgeon wired the femur.

Manufacturer narrative:
Product not returned. No conclusion can be drawn.